Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ ml at 270 mcg/day) and morphine via an implantable pump for unknown indications for use. It was reported that starting this year the patient reported a lack of therapy relief. A dye study was performed in february and all looked well, so they made some changes and maybe increased the dose. The patient reported not having relief again so the healthcare provider wanted to do a roller study today. Technical services sent info on steps. The pump logs did not show any events. Additional information was received from the manufacturer representative (rep). It was reported that they were unable to aspirate the catheter. The original old catheter present was able to aspirate. They did a small revision of the catheter and the patient had been doing well.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6) implanted: (B)(6) 2006: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 11-jul-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.